Event description:
It was reported that shortly after the device changeout, the patient was seen for an impedance alarm. The superior vena cava (svc) coil impedance was intermittently high. The right ventricular (rv) coil was fluctuating and high. A fracture of the svc coil was confirmed. The lead was capped and replaced. The device was electively changed out due to needing a header compatible with the df4 coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) 2013. A maximum superior vena cava coil defibrillation and active can defibrillation impedances rise vary between 84 ohms and greater than 250 ohms the week ending throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator, (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2007. (B)(4).